Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a splenectomy by video and laparoscopic retroperitoneal lymphadenectomy, the load was coupled in s tapler stem and did not lock. The device was replaced by another and it worked. There was no patient injury.